Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the spring has disassociated from the post on the trial articulation surface. The spring was recovered from the patient and the articulation surface is being returned. No surgical delay. All pieces were retrieved from the patient.

Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device confirms the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.